Event description:
Home care facility reported that the device was in use with pt for 2 days. According to reporter, the pt had tracheal irritation and bleeding because the device cuff did not inflate symmetrically on both sides. No adverse effects or pt treatment reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.